Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the lan port was damaged. Additional information received reported that other port couldn¿t be used. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that after the replacement of the lan port, the navigation system was found to be fully functional. The hardware, software, and instruments passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lan port was replaced to restore functionality. If information is provided in the future, a supplemental report will be issued.